Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report after changing the battery the display stayed blank for a few minutes. The customer also reported that when he puts the sensor in the serter, the serter takes everything off of the sensor except the needle. The customer's blood glucose level was unknown. The customer stated the battery cap was damaged. The customer was sent a replacement battery cap and was advised to call back when they received it to complete troubleshooting. Nothing was replaced or returned.